Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that low out of range high voltage lead impedance was noted. The physician scheduled to cap and replace the lead at the time of device changed out. The lead remained implanted.